Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. Customer reported shunt touched to the iris. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned because, as stated in the report description, there was no harm to the patient caused by iris touching, and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was not provided. (B)(4).

Event description:
A surgeon reported that approximately nine months after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There was no harm caused to the patient and the shunt remains implanted. Additional information was not provided.